Event description:
New covidien lp endo clip ii 10 mm pistol grip single use clip applier malfunctioned by cutting instead of clamping vessel. The defective device was tried prior to being used on a patient.